Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device was not cutting correctly. Additional information was received on october 3, 2016 stating that the event occurred during surgery on (B)(6) 2016. There was patient involvement associated with the reported issue and the patient had to be rescheduled for completion of skin grafting due to the reported event. There was a delay of surgery completion (40 minutes while the patient was under anesthesia); part of the damaged harvest was utilized, however additional grafts will be required for the patient. An alternate mesher was borrowed from another facility. The proper surgical technique for the device was utilized, the blade was properly placed and the device was at room temperature. The device was previously repaired by a third party repair company (someone other than zimmer biomet).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was march 10, 2015 where it was reported that the device was not ratcheting properly and the cutter, roller, and worn side plates were replaced. This is not a related issue. Initial qa inspection of the meshgraft ii on october 5, 2016 revealed minor cosmetic damage to the device including nicks and slight discoloration. There was wear to the cutter blades. The ratchet handle appeared to ratchet normally however, the set screw was obstructing the engagement of the roller and ratchet gear. The test mesh was performed and passed. Repair of the meshgraft ii was performed by zimmer biomet surgical on october 10, 2016 which included replacement of the cutter, ratchet gear, pin and spring. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.73 rev. 24. The reported event ¿that the device was not cutting correctly¿ was non-verifiable since during initial inspection it was revealed that the test mesh was performed and it was passed. However, it was also noted that the set screw was obstructing the engagement of the roller and ratchet gear and wear to the cutter blades. The root cause of the reported event cannot be specifically determined with the provided information. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was last in for service at zimmer biomet on march 10, 2015. The issue was resolved replacement of the cutter, ratchet gear, pin and spring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.